Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly. Unable to verify missing segments due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump had a solid white display. Customer called back after getting a battery cap replacement. Blood glucose level at the time of the incident was 315 mg/dl. The insulin pump will be returned for analysis.